Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received multiple no delivery alarms in the past month. Customer stated that he has found some bent cannulas when removing the infusion set. He has not noticed any kinks on the current infusion set. Customer has tried different cannula lengths, insulin is not expired or denatured. Customer does rotate sites. Blood glucose value is 225 mg/dl. Nothing further reported.